Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed evidence of a call service 064 motor error on the date of the complaint. Evidence of moisture was found behind the display lens. The pump case was removed to find evidence of moisture contamination throughout the pump. The motor error complaint was unable to be investigated due to the inability to run 24 hour testing.